Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown cstd extension set possible backflow. The following information was provided by the initial reporter: we are having an issue with the new cstd were the alaris pumps are pulling from the primary line over the secondary line (so flush bags are draining before the chemotherapy causing alerts for air in the line or just slowing infusion rates). The only thing we changed was the cstd and this happened when we changed adapters with our old product as well.

Manufacturer narrative:
It was reported, by customer, that the new cstd were the alaris pumps are pulling from the primary line over the secondary line no product or photo was returned by the customer. The customer complaint of flow issue could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the material number and the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.